Event description:
It was reported that (1) er320 and (1) fdc10 kit were used during a lap cholecystectomy procedure. It was reported by the rep that the surgeon fired the er320 on the cystic artery and the third clip fell off and it did not secure properly around the artery. The surgeon then fired another clip and was able to complete the case with the same instrument. The er320 was part of the fdc10 lap chole kit. There was no consequence to pt.